Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned for evaluation. The lens was cut in three pieces most probably to make explant possible. Surface residuals (particles, fibers, ovd residues) were observed on lens which indicates that the unit was handled and prepared for surgical use. Due to the condition of the returned lens, reported unexpected post-op refraction could not be verified. The manufacturing record and related documents show that the production order was manufactured according to specifications and product met inspection criteria. There is no associated deviation or non-conformity report and/or similar issues found in the manufacturing record review for this complaint. The evaluation of the manufacturing process record did not reveal any discrepancies related to this complaint. The lens diopter measurement results obtained from manufacturing records met specification. A search on complaints related to production order was conducted and revealed that no other complaints for this order number have been received. A review of the global quality management system did not identify any field actions related to the reported issue. The directions for use (dfu) was reviewed which adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results, no product malfunction or product quality deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure, from the patient's right eye, due to refractive surprise. Another lens of the same model was implanted. No further information was provided.